Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure as additional proglide devices were used to achieve hemostasis. A review of the lot history record and complaint history of the reported lot could not be conducted because lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: suture placement was attempted with four proglide devices in the right coronary artery (rcfa) using the preclose technique, via a 6f sheath. Reportedly, it was not possible to re-introduce the guide wire to access the vessel with the first proglide device. A cuff miss occurred with the other three proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to a 16f. The evar procedure was completed and hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglides referenced is filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted with four proglide devices in an unspecified vessel using the preclose technique prior to an endovascular aortic repair (evar) procedure. Reportedly, "they didn't get a knot out" with the four proglide devices. It was not possible to re-introduce the guide wire to access the vessel with one of the proglide devices. The evar procedure was completed. Hemostasis was achieved with the pre-placed sutures of additional proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.